Event description:
A peritoneal dialysis (pd) pt reported he had trouble with setting up the cycler. He informed technical support that he was canceling his current treatment as he had drain complications during drain 0. He did not want to troubleshoot the issue. He reported feeling ill but was unsure if it was related to his pd treatment. During follow up the pt's pd nurse reported that he had been hospitalized (B)(6) 2014 for flash pulmonary edema. While in the hospital the pt received staff administered pd treatments. The nurse reported the pt's overall health has been in decline and he has not been compliant with treatment. He is on a behavior plan as he has not been submitting any treatment data to his clinic and has a record of general non-compliance with his treatment. She additionally reported the pt has had delusions following a discontinuation of a "powerful" pain medication and may not have accurate memories. Medical records have been requested but have not yet been received.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation; however, the complaint is not confirmed. The returned cycler was visually inspected and no issues were found. Simulated use testing was performed and no issues were found. System function test were conducted and passed with no deviations. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.